Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11 the returned spyscope ds ii was analyzed, passed all tests performed, and exhibited normal device characteristics. During product analysis, it was observed that the device was returned with no visible damage. In the image test, the device was connected to the controller and displayed the expected image; the image was not lost when a guidewire was passed through the device. During the functional inspection, the camera tip articulated without any issues, and the image remained stable during articulation. The reported event was not confirmed. Based on all gathered information, the probable cause selected for the visualization problem is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used during cholangioscopy/ endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary ducts on (B)(6) 2025. During procedural preparation, the spyscope was not functional when plugged in. The procedure was not able to be completed as a result of this event as the customer did not have another scope available. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used during cholangioscopy/ endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary ducts on (B)(6) 2025. During procedural preparation, the spyscope was not functional when plugged in. The procedure was not able to be completed as a result of this event as the customer did not have another scope available. There were no patient complications reported as a result of this event.